Event description:
There was no device failure, malfunction or complaint reported. The pt was undergoing a coronary bypass procedure. The endocoronary sinus catheter was placed in preparation for bypass. Upon inflation of the endocoronary sinus catheter balloon. The pt's pressure decreased. A sternotomy was performed, and a coronary sinus tear was diagnosed and repaired without sequelae.